Event description:
The customer stated that she was hospitalized with a blood glucose reading of 601 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The initial high pressure test failed. However, the high pressure test passed when a new infusion set and reservoir were used. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.